Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device log does not capture display related issues. The lcd display was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.